Manufacturer narrative:
Tw (B)(4). Event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insufflation in vasoview hemopro 2 through the canula would not work. It worked through the btt and the tubing was fine. Absence of insufflation. Something was making the distal insufflation not work. Unknown if pre-cautery test was performed. The co2 wall line flow rate and pressure were adjusted to 3 to 5 l/min at 10 to 12 mmhg after switching the co2 source from the insufflation port of the cannula, and proximal insufflation worked. Case was completed with the same device, no delay. No patient harm.